Event description:
Tip of #4 fr. Fogarty embolectomy catheter sheared completely off in patient during surgical embolectomy of dialysis fistula. Attempts to retrive cap included, bloodletting, x-ray and re-catheterization with a #5 fogarty catheter. Patient follow-up included education as to potential risks and symptoms of indwelling foreign body. Repeated physician exams were also performed in the peri-operative period. To date exams have been no untoward effects noted by the patient of examining physician.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, none or unknown, none or unknown. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, inserviced by other facility staff. The device was not destroyed/disposed of.